Manufacturer narrative:
MFR's investigation: record review: a 2014 - 2016 ytd review of the complaint database for this list# b90049 / similar product issue (connection/attachment) recorded no additional reports. Complaint analysis: the b90049 device set would have been pre-tested/primed prior to patient use. There were no issues detected at that time, or during the unspecified usage time prior to detection of the leakage. Upon detecting the leakage issue the attending clinician re-attached the connection and resumed the infusions with no issues noted. Following completion of the procedure the set-up devices were removed. Upon removal there were no b90049 component/luer abnormalities, defects noted. Based on the event information recorded on the medsun report the disconnection most likely occurred due to user mating error (non-secure connection) combined with unintended force during patient movement/transfer. Findings: the involved b90049 and antecubital IV devices were not returned for analysis and confirmation. In the absence of evaluating the involved devices/component connections the exact cause(s) are unknown. Device not available/returned to MFR.

Event description:
Medsun report received concerning attachment/blood leakage issues with set-up consisting of unspecified antecubital IV cannula and b90049 106" appx 13.1 ml, 15 drop clave primary set w/bcv-clave. The medsun report describes the event as follows ".. Crna notified the room that the patient was bleeding .. (Attending clinicians) came over .. To investigate .. Looked under the drapes to untuck the patient's arm .. Saw blood pooling and running under the tegaderm that secured the patient's left antecubital IV. Crna removed the tegaderm and .. Saw that the IV hub was barely screwed/connected to the IV cannula - more or less, pushed up against it. Crna immediately re-connected the cannula with the hub and started running IV fluids, once she determined the IV was not infiltrated and still viable. ... . IV tubing became disconnected during movement of patient during surgery which resulted in a large amount of blood loss. The patient did not require any treatment as h&h did not change significantly." Follow up information received reports "patient was stable .. Was d/c after procedure. " it was also reported that the involved devices are not available to be returned to the MFR for analysis and confirmation.